Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the ambient super turbovac 90 presented an e3 error while in use and an e7 error when unplugged and reconnected to the quantum ii controller. Incident resulted in a 30 minute surgical delay while the patient was anesthetized. The procedure was completed using a back-up device. There have been no reported patient complications.

Manufacturer narrative:
Due to the controller exhibiting an e7 error upon connection, the customer¿s complaint has been verified, as an e7 error may show as an e3 error on older software versions of the q2 controller. The root cause could not be determined with confidence as there are several factors that could contribute to an e7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e7 error, such as disconnecting the wand from the controller after power has been turned on. In addition, previous use or incorrect power cycling of the controller can also have an effect on the wands life cycle. Also, a reprocessed wand used by the customer will exhibit an e7 error. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.